Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that gantry rotation remained active after the operator released the command on the remote hand controller. Based on additional information from psc cle19-006 / hhe ami-1123-2019, it has been determined that this record is a reportable event. A field safety notice (fsn) has been released to customers indicating that an issue has been found with the hand controller for the brightview family of cameras. The issue results in either spontaneous uncommanded (not initiated by the operator) motions or continued motion after the buttons were released.

Manufacturer narrative:
The customer reported that their spect system gantry rotation remained active after the wireless hand controller buttons were released. There was no report of system contact with a person or object or report of harm. The system was in clinical use when this issue occurred. The philips field service engineer (fse) went on site to evaluate and confirm the reported issue. The fse confirmed that the movement of the gantry rotation remained active when the corresponding buttons of the remote control were released. To stop the continued system motion, the customer pressed and released the hand controller gantry rotation button several times until the movement stopped; an emergency stop (e-stop) activation was not necessary. The fse reported that the continued motion traveled approximately 45 degrees in rotation. The fse checked the defective hand controller buttons and tested the correct movement activation-deactivation. The fse confirmed that there were no stuck buttons on the hand controller; however, during this check, the reported issue occurred multiple times. The fse ordered and replaced the wireless hand controller. The fse confirmed that the customer discontinued use of the wireless hand controller upon receiving field safety notice (fsn 88200521). The customer stored the new hand controller in a safe place far from the system. The customer is only using the touch screen display for the movement activation, as stated in fsn 800200521. The probable cause was a faulty hand-controller and/or hand-controller battery. A field safety notice (fsn 88200521) was sent to customers on 05-jun-2019 indicating that an issue was found with the hand controller for the brightview family of cameras. The issue results in either spontaneous uncommanded (not initiated by the operator) motions or continued motion after the buttons were released. The fsn states to use the virtual hand controller located on the touchscreen monitor attached to the gantry instead of the physical hand controller. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.